Manufacturer narrative:
Block h6: imdrf device code a020504 captures the reportable event of packaging tear, rip or hole.

Event description:
It was reported to boston scientific corporation that a zero tip basket was used in an unknown procedure performed on (B)(6) 2023. It was reported that when the package was opened, they noticed that the back of the packaging was cracked resulting in breakage if the device sterility. The procedure was completed with another zero tip basket. No patient complications have been reported as a result of this event.